Event description:
It was reported that during an ent procedure, the evac wand had a high temperature, clogged and stop working. The procedure was successfully completed using a back-up device. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. No errors were produced. Saline was drawn and returned very slowly through the evac line using a syringe and did not resolve with a backflush. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of poor suction/stopped working has been associated with unintended use of the device. Factors that could have contributed to the failure include 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. The root cause of high temperature could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.